Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. Pump received cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was 90 mg/dl at time of incident. The customer reported that the insulin pump was unable to rewind the insulin pump. It was reported that they had changed the battery and received failed battery, unable to rewind, also had a black spot on the top of the screen. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.